Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, self test, sleep current measurement and active current measurement. Low battery alarm and power error confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed low battery and then alarmed insulin pump error was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Insulin pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that the insulin pump had reoccurring replace battery alert. The customer stated they received a low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.